Event description:
This event is reportable based on the product analysis approved on 01/17/2008. It was reported that during a drug eluting stenting treatment procedure difficulty crossing the lesion occurred. The 45% stenotic de novo lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The physician advanced the 3.50x20mm taxus liberte stent to the lesion, but was unable to cross the lesion. When the device was removed the physician observed that the tip of the delivery balloon was "not in normal mode and had a thread shape". There were no patient complications. Patient status is reported as "stable". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual examination of the returned unit found that the hypotube had kinked twice at approximately 2.5cm and 21.5cm distal from the catheters strain relief and also the distal edge of the stent was damaged. The hypotube kink damage is consistent with excessive force being applied to the delivery system. One distal stent strut was pulled distally towards the tip. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.